Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance, indicating conductors were intact. Visual inspections revealed no anomalies as the lead and tip appeared normal. The allegation against the lead was not confirmed.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to an unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to an unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Moreover, allegation was not confirmed as analysis revealed normal lead resistance measurements and inspection showed no conductor issues or abnormalities. The no problem detected was based on analysis of the returned product. There were no lead anomaly or damage found outside the bounds of normal medical use.